Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device has not yet been returned for investigation. An update will be provided once the device investigation is complete.

Event description:
The customer reported that the implant failed. No other details were provided.